Event description:
It was reported that it was not getting to where it was supposed to and they were looking to get in touch with someone that could adjust the stimulation for the patient. The patient had continuous pain, but it was not new. The stimulation did not seem to be covering it anymore and thought there may be some issues from a prior surgery. The changes started early to middle of (B)(6) 2014. No interventions or outcome were reported regarding this event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).